Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 08/2023).

Event description:
It was reported through results of a clinical trial that, fourteen days post endovascular arteriovenous fistula creation, during physical and hemodialysis access circuit assessment of subject, maturation failure was noted. It was further reported that approximately three months post endovascular arteriovenous fistula (avf) creation, during physical and hemodialysis access circuit assessment of subject, only partial avf maturation was noted and there are no adverse events, second stage procedures or post procedure interventions to date. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the sixth complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. No specific device failure mode was alleged. However, the result of the investigation is confirmed for the patient report of adverse effects - maturation failure, fifteen days after arteriovenous fistula creation. The definitive root cause for the reported adverse effects fifteen days after arteriovenous fistula creation could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications: the wavelinq¿ endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Warnings: 2. The wavelinq¿ catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure potentially resulting in serious injury or death. 3. The wavelinq¿ 4f endoavf system should not be used in patients who have known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. 4. The wavelinq¿ 4f endoavf system should not be used in patients who have a known allergy or reaction to any drugs/fluids used in this procedure. 5. The wavelinq¿ 4f endoavf system should not be used in patients who have known adverse reactions to moderate sedation and/or anesthesia. 7. Do not use the device to create an endoavf using arterial access via the radial or ulnar artery. The endoavf should only be created using brachial artery access. 17. The puncture site should be closed and hemostasis should be achieved by manual compression per the instructions below. Use of closure devices with the wavelinq¿ 4f endoavf system may be associated with an increased risk of access site complications. 18. The wavelinq¿ endoavf system has only been evaluated for the creation of an avf between the ulnar artery and concomitant ulnar vein and between the radial artery and concomitant radial vein in the clinical studies described below. 19. Refer to the latest national kidney foundation kidney disease outcomes quality initiative (nkf kdoqi) guidelines for recommendations and considerations for av access creation in patients on or requiring hemodialysis. For patients expected to have prolonged durations on hemodialysis, a distal to proximal approach to avf creation provides the best opportunity to preserve vessels for future vascular access sites following the individual patient eskd life-plan. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. Precautions: 9. Adjunctive procedures are expected to be required at the time of the index procedure to increase and direct blood flow into the avf target outflow vein to assist maturation. Care should be taken to proactively plan for any adjunctive procedures, such as embolization coil placement, when using the device. Potential adverse events: the known potential risks related to the wavelinq¿ endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; aneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. Avf creation: 45. Embolization of a brachial vein is recommended at this stage of the procedure to redirect blood flow to the superficial veins and support maturation of the desired target cannulation area. Embolization is recommended during the index procedure for patients who have more than one brachial vein, where a brachial vein is observed to have significant outflow from the avf. Embolization may not be needed in cases where the brachial vein outflow from the avf is minimal. Follow manufacturer use and sizing recommendations per embolization device instructions for use. Brachial vein embolization could occur in previous steps depending on patient anatomy and physician discretion. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through results of a clinical trial that approximately fourteen days post endovascular arteriovenous fistula creation, during physical and hemodialysis access circuit assessment of subject, maturation failure was noted. It was further reported that approximately three months post endovascular arteriovenous fistula (avf) creation, during physical and hemodialysis access circuit assessment of subject, only partial avf maturation was noted and there are no adverse events, second stage procedures or post procedure interventions to date. The current status of the patient is unknown.